Manufacturer narrative:
(B)(4): it was reported that the unit would not charge the battery where the ac power module failed. There was no reported patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit would not charge the battery where the ac power module failed. There was no reported patient involvement.